Event description:
It was reported that blockage occurred in three devices used on a total of two patients.no clinical sequelae were reported.

Manufacturer narrative:
Evaluation: no direct investigation was possible since the reporter did not return the involved devices. A review of the device history record did not reveal any deviations that would relate to the user's report. In general, the potential for air flow restriction in the model device has been recognized. The device labeling refers to the potential of such blockage in the instructions for use as precautions: "rarely an increased airflow resistance occurs with liquid drug nebulization which mandates vigilance," and "ventilator alarms should be in use at all times." From the information provided by the user, these precautions were observed by the user, and the devices that were reported to become occluded during use were changed out for fresh devices, and there were no reported adverse effects experienced by the patient. Summary: no direct investigation was possible; it was not possible to confirm any device malfunction. However, the device appears to have performed according to expectations. Unless substantially significant information becomes available, this constitutes a final report.